Manufacturer narrative:
The reported condition of false occlusion alarm during initial run was confirmed through evaluation and was found to be due to the wire being routed incorrectly around the occlusion switch lever. The battery wire was re-routed to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
A baxter service technician reported finding an infusor pump with "false occlusion alarm during initial run." This event occurred during product evaluation. There was no patient involvement, injury or medical intervention related to this event. No additional information is available.